Manufacturer narrative:
The events of capsular contracture, infection, seroma, patient/device incompatibility, and exposure, are all physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, infection, seroma, patient/device incompatibility, exposure, and rupture.

Event description:
Healthcare professional reported "capsular contracture", baker grade unknown "rupture". "Breast pain", "infection", "swelling", seroma, "serous tumor", "exposure", "hematoma" and "malposition." Healthcare professional additionally reported, "hypertrophic scar" not related to the device. Events were reported via lecture slides "long-term follow-up after prosthetic breast reconstruction diagnosis of implant damage and replacement" for 225 breast reconstruction patients with natrelle 410 breast implants. Affected sides and device status are unknown.